Event description:
It was reported that the irrigator was leaking black material from the battery container. This was noticed during a case on one suction irrigator and allegedly they decided to pull all the suction irrigators that shared this same lot number.

Manufacturer narrative:
Additional information will be provided once investigation is completed.